Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/16/2020. Investigation conclusion: one (B)(6) sample was received for investigation with residual fluid in the line; no packaging was received with the sample, however the customer confirmed the affected lot to be 20075232. A visual inspection confirmed the customer's experience as the piston of one smartsite component remained in the recessed position. No occlusions were identified during a flush through with a 50 ml bd plastipak syringe from retained bd stock. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the recessed piston was likely caused by flash having generated within the female luer adaptor (fla) of the smartsite, which resulted in increased friction being placed upon the piston of the smartsite inhibiting the ability for it to close. In this instance it is likely that the core pin of the moulding tool was partially blocked, which resulted in the clear component of the smartsite being slightly out of dimensional specification. When the fla and clear component of the smartsite were assembled together, it is likely that the dimensional discrepancy resulted in the flash being generated within the fla. A review of the production records for lot 20075232 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As a result of this investigation, the manufacturing site repaired the moulding tool to ensure reports of this nature are reduced in future. As part of the feedback the customer indicates that they are experiencing occlusion issues when connecting to the smartsite component. In this instance the reported occlusion could not be replicated and a definitive root cause could not be found. A review of the customer feedback database indicates that this is an isolated report for recessed smartsite pistons against the (B)(6) in the international market, however there have been a small number of similar reports for occlusions against the 20019e7d in the past 12 months.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp, 7 day experienced a check valve malfunction. The following information was provided by the initial reporter: IV extension set one way valve faulty appears stuck down prior to any use. Multiple complaints from staff regarding issues with this product. Several sets were unable to be flushed despite no clamps on. Internal comments: quantity unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075232 , medical device expiration date: 07/03/2023, device manufacture date:07/03/2020, medical device lot #: 20036260, medical device expiration date: 03/19/2023, device manufacture date: 03/19/2020.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp, 7 day experienced a check valve malfunction. The following information was provided by the initial reporter: IV extension set one way valve faulty appears stuck down prior to any use. Multiple complaints from staff regarding issues with this product. Serveral sets were unable to be flushed despite no clamps on. Internal comments: quantity unknown.